Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that reprogramming was done. The cause of the lack of stimulation was unknown. The resolution of the lack of stimulation on the right side was pending a patient call back. The patient's weight at the time of the event was (B)(6) and their baseline weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient called the hcp back on (B)(6) 2107. The patient explained that basically the issue was that she did not feel stimulation in the back/back of her legs last reprogramming session. The patient realized that the stimulator had been set at a very high voltage setting and when reprogrammed at a lower setting, the patient did not feel prior stimulation felt in the back. Reprogramming was to be done at the next office visit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider. It was reported that the missing line on the fax was " they are fine otherwise". No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient hadn't felt any stimulation since they got their new implantable neurostimulator (ins) on (B)(6) 2017. The patient used their old programmer to check their ins. It showed that the device was on and the patient was on group a. The patient tried increasing stimulation in program 1 but they still didn't feel it. On program 2, the patient increased the settings and started feeling stimulation on their left side, but nothing on their right side. It was noted that the patient didn't have any other groups available. The patient was to follow up with their healthcare provider (hcp) for reprogramming. No further complications were reported or anticipated. Indication for use is spinal pain.